Manufacturer narrative:
Device returned for evaluation on 16 december, 2015. Evaluation narrative - an evaluation was performed by the supplier (B)(4) and could not replicate the customer complaint for there was a failure of locking at the ball joint and proper traction could not be maintained. A visual inspection was performed and showed the hip distractor has been used in the field. Normal and expected wear is noted. The carriage knob is slightly bent, crank handle has expected wear, the bellow is torn, there are scratches on the beam, the t¿handle shows expected wear and the ball joint is old. The hip distractor was functionally tested and passes all functional and load testing. Nothing is affecting the functionality, safety or load testing. A root cause could not be determined. No manufacturing related defects were observed. No further investigation is required. Device was evaluated by the manufacturer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a failure of locking at the ball joint and proper traction could not be maintained. There was a reported fifteen minute procedural delay with no reported patient injuries or complications.